Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code 2937 removed. Evaluation results: zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing with known good accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show multiple power cycles; however, it could not be firmly established whether the unit powered on and off automatically or the power cycles were triggered by button presses from the user. No trend is associated with reports of this type.